Event description:
Baxter infusion pump started between 0800 and 0900 on 8/7/97. Pump was set to 100 ml per hour. Total volume to be infused wsa 500 ml. The bag was 2gm magnesium sulfate in 0.9 sodium chloride. Pt was transferred to another unit during infusion. Pump was stopped approx. 2 hours and 15 minutes later just before the bag was empty. The tubing was removed from the infusion pump. Clinical engineering was notified to evaluate tubing and infusion pump. Physician determined no adverse effects for pt. Clinical engineering determined the pump was programmed correctly. Pump showed 268 ml left to be infused. The tubing set showed signs of being pinched immediately below the peristaltic fingers at the tubing guide. The infusion pump rates were checked on a test setup and they were within tolerance. Clinical engineering concluded. The tubing was loaded with a small amount of slack. The slack was out of the tubing guide and it did not allow the pressure plate to press the tubing firmly against the peristaltic fingers. During the lower part of the pump stroke, there was free flow.